Event description:
It was reported that the right ventricular (rv) lead had chronic low r-waves and high thresholds. Upon visual inspection, the insulation was compromised. The rv lead was partially explanted, capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned and analyzed. No anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.